Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced elevated blood glucose most of the day after replacing their 23' teflon inset, and the cartridge was found empty. Upon removing the supplies, insulin was observed on the cartridge, though the cannula appeared straight. The agent assisted the patient in replacing the 23' inset supplies, and insulin delivery resumed. After the supply change, the patient¿s blood glucose was 364 mg/dl and trending down. The patient reported feeling tired, and blood glucose levels stabilized following the intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.